Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was attempted using two 31mm watchman flx laa closure device with delivery system (wds), one 27mm wds, and a watchman fxd curve access system (was). The laa had a reportedly difficult posterior chicken wing morphology and attempts were made to place two different closure devices. A third closure device was prepared, however prior to introduction of the third closure device, echocardiography revealed a thrombus or piece of tissue fragment on the tip of the limbus. The procedure was discontinued and the activated coagulation time was kept therapeutic. No patient complications were reported.